Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dizziness and presented to the hospital on (B)(6) 2012. Upon interrogation, the atrial lead exhibited noise caused by oversensing. The lead was capped and replaced. On (B)(6) 2013, the lead was electively explanted due to an unrelated issue.